Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on april 19, 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The catheter had several kinks along of its body. Microscope examination was performed, and the clip wings were inside of the capsule windows. The tabs of the capsule were damaged and there were hits found on the bushing hooks. It was also observed that the tabs of the bushing were rounded and had different measurement. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was performed between the hooks of the bushing, and both sides a and b were out specification. Additionally, x-ray analysis was performed on the device and it was confirmed that the yoke was detached from the control wire. The catheter was kinked close to the bushing section. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter to deploy. It was noted that none of the stages of deployment were felt. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.